Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection; however, the reported failure was not confirmed through technical assistant (tac). A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised that the error is not directly related to the usb itself. Multiple 3rd-party usb devices were tested, the first two were not compatible, while a third usb device passed testing successfully. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited a scope error. The event occurred during inspection for use. There were no reports of patient harm.